Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few days after implant, the lead dislodged. During the revision procedure, the helix could not be retracted. The lead was replaced with another lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that a few days after implant, the lead dislodged. During the revision procedure, the helix could not be retracted. The lead was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically cut but not breached, and visual summary analysis of the lead indicated apparent explant damage. The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.